Event description:
During intubation of a critically ill patient the avanos eet cuff failed to inflate. This happened with two products in a row before a third ett worked correctly and the patient was able to be intubated and placed on the ventilator. FDA safety report ID# (B)(4).